Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump break or flash and beeping with out stopping and screen was white and looks like cracks. The customer's blood glucose was 117 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. Device received with cracked case behind the insulin pump near the battery tube compartment and cracked select button keypad overlay. Unable to verify audio or vibrate anomaly due to missing segment noted.